Event description:
Procedure: lap sleeve gastrectomy. According to the reporter: surgeon complained that the needle stuck on one prong, and would not toggle (same lot), and the third worked. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).